Event description:
Complainant alleged that the clinicians were defibrillating a pt (age and gender unknown), but that when they attempted to charge the device to 200 joules, the device intermittently would only charge to 150 joules. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.